Manufacturer narrative:
The reported event that distal lateral fibula plate, 4 hole was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. Although the lateral plates are pre-contoured, additional contouring of both the lateral and straight plates is possible using the plate bending pliers. However, we cannot exclude the possibility of bending of plates in improper manner. The operative technique clearly instructs that care should be taken to bend the plate in between holes and that excessive plate bending may lead to failure of the locking mechanism and should be avoided. Additionally, note that the insertion angle of the locking screw should be a cone with 30° angle. Any excesses in the angulation might lead to the non-function of the locking mechanism and even the damage of the thread of the screw. A review of the labeling did not indicate any abnormalities. Thus, based on the similar complaint history related to plates and screws the root cause can be attributed to a user [us] related issue. Some of the possible causes could be: too high torque applied, damage of locking hole/lip due to instrument use (i.e. Drill guide, joystick, speed guide, fixation pin), drilling of holes at greater than 30° angle, bending of the plates around hole etc. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that locking screws wouldn't interface with the distal fibula plate. Another plate was used and procedure was completed successfully. Rep reported that there was a 10 minute surgical delay and that there were no other adverse affects to the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that locking screws wouldn't interface with the distal fibula plate. Another plate was used and procedure was completed successfully. Rep reported that there was a 10 minute surgical delay and that there were no other adverse affects to the patient.